Event description:
It was reported the patient had a loss of therapeutic effect. The patient¿s bladder control had been on and off for a number of months. The patient had to urinate every hour when active. Therapy had helped the patient¿s night time issues. Stimulation was painful at 1.7 v. The patient could feel stimulation in their back. While on the call, the patient was able to change programs and adjust stimulation. Two months later, the patient¿s device was replaced due to frequency and incontinence issues. During the replacement, a disconnection between the implant and the patient¿s nerve was noticed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v534830, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).